Event description:
It was reported that the surgeon inserted an icm115v4 11.5mm implantable collamer lens on (B)(6) 2012 and the lens was removed on (B)(6) 2012 due to low vault. The lens was replaced with a longer length lens and this resolved the problem.

Manufacturer narrative:
(B)(4).